Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this patient's device would not deflate. The device was explanted and replaced.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on all tubes of the pump. No functional abnormalities were noted with the pump. A separation was noted in the bladder of cylinder 1. This was a site of leakage. The surfaces appeared to have uniform striation, indicating contact with sharp instrumentation. Abrasion was noted on the exhaust tube of cylinder 2. No functional abnormalities were noted with cylinder 1. A partial separation with abrasion adjacent, indicating the tube had kinked onto itself for a period of time, was noted on the inlet tube of the reservoir at the tube/strain relief junction. This was not a site of leakage. No functional abnormalities were noted with the reservoir. The information received indicated the device would not deflate, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of cylinder 1 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2017 and removed/replaced on (B)(6) 2021 as the device would not deflate.